Event description:
The following has been reported: biomed reported: (B)(4): the display is not working as intended. Biomed did not obtain logs. No patient of user harm was reported and no report of stopped infusion. A preliminary review identified the following issue: mechanical hardware failure (screen, no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to the fact that the lcd touchscreen did not have input. The device was opened for internal investigation and found that screw boss from the pneumatic plate to the handle assembly is cracked and the wifi board is also unseated. The lcd touchscreen front housing and the pneumatic plate will be replaced and the wifi board will be reseated during the repair process.